Manufacturer narrative:
The user guide states ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer used the existing needle and cartridge to resolve the issue. The customer¿s blood glucose was 111-112 mg/dl. Reportedly, customer was using off label insulin in the cartridges. Tandem technical support reminded the customer to use labeled insulin.